Event description:
A customer reported to beckman coulter inc. (Bec) that the synchron lx20 clinical system generated false high sodium (na), chloride (cl) and calcium (calc) results for one (1) patient sample. The high results were not reported out of the lab. The patient sample was run on another lx20 analyzer in the lab and those results were reported. Qc prior to and after the event was within the lab-established ranges. Neither death nor injury has been reported in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer lab. Prior to arriving, the fse ordered a new ratio pump, ion selective electrode (ise) preamp board, all electrodes and tubing. Upon arriving on (B)(4) 2012, the fse replaced the parts and performed decontamination. While working on the instrument, the fse also noticed damaged components (co2 alkaline buffer peri pump, electrolyte injection cup (eic) valves, valve control board and drain valve). The fse replaced these parts as well. Although multiple parts were replaced, failure mode of this event is unknown.